Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A review of the archives with 2 registration patterns analyzed showed that the trace points were not utilized on unique anatomy - would recommend more trace points on the noise. The 3 touchpoints showing on the scan were only on one side of the patient and not well refined. Would recommend selecting other anatomical landmarks to add touchpoints to.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that there was insufficient information to determine why there was a perception of stated inaccuracy. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the register task and delayed the surgery by less than one hour. It was reported that during the case, the surgeon felt inaccurate midline by 5mm. The medtronic representative stated that for the registration, the surgeon did a combination of tracing and adding a few touch-points. The site decided to go back and do a completely new registration with tracer only and after that they felt more accurate. The case was continued using that registration. The surgery was completed with navigation and there was no impact on patient outcome. After the surgery, the medtronic representative reported that when the registration was off midline, the site immediately re-registered without the additional point. Then the registration appeared to be accurate however, the surgeon indicated that once in the brain, it was a centimeter and a half off. The patient was supine and the medtronic representative was unable to confirm if the site touched more than 1 of the 3 added touch points (only one was showing green).

Manufacturer narrative:
Correction: the date the additional information was provided was 2019-01-31. If information is provided in the future, a supplemental report will be issued.